Manufacturer narrative:
Unknown if the device will be returned at this time. If the device is returned, an evaluation will be performed and a follow up report will be submitted. (B)(4): device not returned.

Manufacturer narrative:
The complaint and returned devices were reviewed on (B)(6) 2013. During the review, it was noted that one of the offset connectors had significant material deformation on the variable open side which was thought to be a result of some level of high stresses and/or lack of proper seating of the mating construct rod. Follow up with the sales rep was conducted via e-mail and phone to request patient demographics, to identify if the patient suffered a traumatic event and if immediate post operative x-rays were available. Responses were provided on (B)(6) 2013 and x-rays were received at depuy on (B)(6) 2013. A second review was conducted on (B)(6) 2013, to examine the provided x-rays. The x-rays confirmed that both distal cocr rods were connected to the proximal 6.0mm rods, of the pre-existing construct, via one lateral variable offset connector per side. It was also evident that the distal 6.35mm cocr rods were contoured to restore the lordotic curve of the spine. Lastly, it was noted that bone screws were absent at the transition level. Additional fixation points (pedicle screws) at the transition zone between the existing construct and revision components, the use of two or more connectors to bridge the rods and proper seating of the rods to connectors would have reduced the amount of stress in the overall construct. The root cause cannot be positively determined; however, the single offset connector configuration as well as the lack of fixation points at the transition level and the highly contoured rod may have resulted in extreme stresses in the open side of the variable offset connector causing it to slip off of the mating rod. Additionally, proper engagement of the rod/connector interface was reduced due to placement of the connector on the curved portion of the rod. No CAPA needed. There are no observed trends for events of this nature.

Event description:
Contact reported the open side of variable offset connector came off rod. Revision surgery was performed.